Event description:
This complaint is now reportable based on the analysis completed on 07/28/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The 90% stenosed lesion, 80% stenosed after the lesion was pre-dilated located in the right coronary artery (rca). The physician attempted to implant a taxus express2 4.00x20mm drug eluting stent. However, the stent delivery system was unable to cross the lesion. The physician removed the device out the patient's body, and completed the procedure with a non-bsc device. Patient status is stable. However, the returned product revealed that the stent moved on the balloon.

Manufacturer narrative:
The device was returned for analysis and initial visual examination of the returned device revealed that the stent had moved 1.5mm distally on the stent. The returned catheter was visually and tactilely inspected along the entire length, and the only damage found was movement of the stent on the balloon. It should be noted that the stent impression could still be seen on the balloon, indicating that the stent was originally crimped in the proper location during manufacturing with respect to the markerbands. The manufacturing records have been reviewed, and no issues or discrepancies were found. The most probable root cause for this event is operational context, due to the likelihood of anatomical and or procedural factors encountered during the procedure, which contributed to the reported event.